Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during treatment twice without any audible alarm. There was no harm to the patient.

Manufacturer narrative:
Initial reporter name is (B)(6), event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem will be related to the power supply. Power supply has been ordered for replacement. Replacement of the power supply. Verification and functional testing. Preparation of the repair checklist. Operating equipment.